Event description:
Boston scientific received information that this implantable defibrillation lead had exhibited noise which was oversensed and resulted in an inappropriate shock. The device had been explanted and replaced. Approximately eight months later, noise continued to be observed with this lead and the new device. Low pacing impedance measurements were also observed. An invasive procedure was performed to replace the lead. During the replacement procedure it was noted the lead was fractured. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and replaced. The lead has not been returned for analysis. Should additional information become available, this report will be updated.